Manufacturer narrative:
The device was evaluated by ventec where the reported issue of the device's exhaled tidal volume (vte) levels being low and tidal volume levels of zero was confirmed. Ventec replaced the external flow module (efm) to resolve the reported issues. Proper device operation was then observed through functional and performance testing. The investigation determined that the root cause of the reported issues was the efm.

Event description:
It was reported that the device needed service. During the device evaluation, ventec observed that its exhaled tidal volume (vte) levels were low and that its tidal volume levels were zero. There was no patient involvement associated with the reported event.